Event description:
On (B)(6) 2012, customer reported that the white blood cell (wbc) bath overflowed a few milliliters of fluid on their act diff instrument. The leak was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and bleached both apertures and the drain pathway. Fse replaced the rinse block and vacuum isolation chamber (vic). Fse noted that the cause of the leak was undetermined, however, the bleaching of the drain path may have cleared an obstruction that caused the wbc bath to overflow. The repair was verified and the system validated. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
Evaluation codes, results, code (other): apertures, drain pathway, rinse block, and vacuum isolation chamber. (B)(4).